Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, conclusion), h11. Corrected field is e1 event site name and address. A getinge field service engineer inspected the unit and replaced the pneumatic interface module. Following the repair adjustments and calibrations were performed and electrical safety testing was completed. Functional tests were performed with positive results.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) displayed a fault indicating the presence of blood invasion. No patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings).